Manufacturer narrative:
(B)(4). Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with partially broken retainer, cracked select button keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a crack from back side at bottom. Customer blood glucose is 14.7 mmol/l. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.